Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16389. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 22-dec-2025 against "lot number" 6012433 and similar malfunction code(s): leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub trace moisture / minor wetness. The review confirmed that lot 6012433 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 22-dec-2025 against "lot number" criteria equal 6012433 and similar malfunction code(s): leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub trace moisture / minor wetness. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012433 was manufactured according to the work instruction (wi) version 68 and manufactured in the multivac 12 on 27-mar-2025 with a total of (B)(4) units. The sub-assembly: the lot 5c03025 was assembled according to the wi version 29 and manufactured on 26-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5c03033 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 26-mar-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following, a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and corrective and preventive action (CAPA) determination. No ncrs or capas of the same or similar nature were found for lot 6012433 and related malfunction codes for leakage from the tubing and the connectors. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.